Event description:
Info received indicates the brake is not holding. The casters will lock but continue to move from side to side.

Manufacturer narrative:
The tech replaced both foot end casters to repair the bed.